Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that undefined alarm occurred interrupting insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer required assistance from partner to address bg level who administered a correction bolus. Reportedly, customer reverted to manual injections for insulin therapy.